Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. The patient stated that upon deployment of the sensor, the sensor wire fell out of the applicator barrel during its removal from the sensor pod. Patient stated that they experienced pain during insertion. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).